Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 30ga 8mm 7bag 420cas (B)(4) hub detached. This was discovered before use. The following information was provided by the initial reporter: the hub was detached with the shield.

Event description:
It was reported that syringe 0.3ml 30ga 8mm 7bag 420cas jp hub detached. This was discovered before use. The following information was provided by the initial reporter: the hub was detached with the shield.

Manufacturer narrative:
Investigation summary: customer returned (1) 3/10cc, 8mm, 30g syringe in an open poly bag from lot # 8316889. Customer states that the hub was detached with the shield. The returned syringe was tested and the hub-needle assembly did not separate from the barrel when the shield was removed. A review of the device history record was completed for batch# 8316889. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.